Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter was giving an unspecified "error" message. Prior to the event, the patient was testing her blood glucose twice a day. She was also taking "actos, glyburide, and metformin." The patient indicated that the alleged "error" issue started appearing in february 2007. The patient attempted to test herself with the meter three times that day before she realized that her test strips were expired. At that point, the pt went to a pharmacy for assistance. The patient brought new test strips and had the meter's battery replaced but the "error" issue was not resolved. The pharmacy tested her blood glucose but the patient did not provide the result obtained. The patient metioned that she was still unable to test her blood glucose because of the alleged issue. She took her medications as prescribed around 6:00-7:00 am that same day. Around 10:30 am, the patient started feeling "light-headed." An unk time later, that patient fell to the floor and "blacked out." It is not known what actions took place before, during, and after the time she was symptomatic. An unk time later that day, the patient called her doctor. The doctor did not call her back until 2 days later. She was advised to come in for an appointment and to stop taking her "actos" medication. The patient was told by the doctor that the "actos" was causing her to become hypoglycemic. Her "metformin" medication was increased by a pill and a half, twice daily. The patient also mentioned that her legs and feet started to swell. She called her doctor. She was advised to come in for an "emergency appointment" the next day. It would have been helpful to know the following information: what her last blood glucose result was on the reported meter, if the patient ate/drank anything the morning of the event, and what actions were taken when she "blacked out." In addition, it would have been helpful to know what other health conditions the patient has, what her blood glucose result was in the pharmacy, and what treatment she might have received from the pharmacy. This complaint is being reported due to the following conclusion: the patient alleged that she could not test her blood glucose because of an "error" message, developed symptoms, and eventually "black out." The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.